Manufacturer narrative:
Continuation of d11: product ID 8784 lot# serial# hg2whgq05 implanted: (B)(6) 2019. Explanted: (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via manufacturer representative. It was reported that the patient had experienced decreased pain relief with the flipped pump. The catheter was found to be twisted in the pocket with no cerebrospinal fluid (csf) flow. The catheter was completely replaced and csf flow resumed. The date of the event was reported as (B)(6) 2020. The pump was being used to deliver 25 mcg/ml prialt at a rate of 3.34 mcg/day. As of (B)(6) 2020, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was unknown. It was noted the cause of the pump flipping was unknown. There were no actions/interventions taken to resolve the event; however, it was also reported the doctor was able to flip the pump back and refill the pump with no surgical intervention. The pump was not explanted. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported a flipped pump was suspected due to refill difficulties. No patient symptoms were reported. The hcp used fluoroscopy and wanted to know how the pump should look like in an anteroposterior (ap) view. The device manufacturer technical services department provided them with an ap view of a pump. The event date was unknown. The manufacturer representative was going to follow up with the hcp. No further complications were reported.